Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a derailed grip cable from its normal position at the distal end, causing the instrument movement to be restrained. A visual inspection of the backend found evidence of a broken main tube. The main tube is broken near the instrument¿s housing and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Based on a failure analysis image, the mechanical cables appeared to be frayed at the distal end of the instrument.